Event description:
It was reported that following the replacement there was still low impedances at 4<(>&<)>5 63 ohms, 4<(>&<)>7 65 ohms, and 5<(>&<)>7 67 ohms. Lead was not programmed. No patient symptoms were reported. Additional information received reported the cause of the low impedances was not determined. No additional interventions were required. Patient was fine and had symptom control per the patient and healthcare professional.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type: lead; product ID 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type: lead; product ID: 3389s,-40 lot# v217680, implanted: (B)(6) 2009, product type: lead; product ID: 37642, serial# (B)(4), product type: programmer, patient; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had low impedances: 4/5: 62 ohms 4/7: 98 ohms 5/7: 101 ohms the left side: 749 ohms, normal readings. It was stated this had been an issue since implant. There were no further complications reported.